Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that the adult baton did not display an output on the led's. There were no lights. No patient injury was involved.